Event description:
It was reported, line placed 9/10 and removed 15/10. Pain and leakage observed during chemotherapy being given. Harm caused was arm swelling, pain, delay in cancer treatment, additional hospital visits for extravasation checks, additional procedure to insert new line and emotional distress. The injury was treated using hydrocortisone cream and ice packs, as per our extravasation policy for the drug that was being administered. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, line placed 9/10 and removed 15/10. Pain and leakage observed during chemotherapy being given. Harm caused was arm swelling, pain, delay in cancer treatment, additional hospital visits for extravasation checks, additional procedure to insert new line and emotional distress. The injury was treated using hydrocortisone cream and ice packs, as per our extravasation policy for the drug that was being administered. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.